Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v741641, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, (B)(4).

Event description:
It was reported that the patient reports a shocking or jolting sensation. The programmer will power on asking the patient to synch with ins (stimulator). She will then hit synch button and screen reverts back to neurostimulator icon splash screen. She was using panasonic carbon zinc batteries. She doesn't have any other batteries at home and will have to go out and purchase some. She had not dropped or gotten programmer wet. The patient states once, (B)(6) 2014, when she had her daughter help her change programs, they did not decrease stimulation prior to changing programs and stimulation was set too high and it shocked patient. Additional information received reports the patient was still having concerns with their device or therapy but have not sought further help. Additional information received from the consumer reported via a manufacturing representative reported that the patient wanted to make an appointment with her doctor because "it was not working."